Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: "pss", levels: l2/4 it was reported that on an unknown date, post-op, both sides of l2 screws (6.5×50) fractured. Revision surgery was performed for this. Patient's issue was reported to be unresolved. The screws were disposed at the hospital. No fragments of the products remained inside the patient.